Event description:
The report received from the affiliate indicated that while using a 5 fr. 100 cm. Tempo aqua jr4 diagnostic catheter, when injecting the contrast material the first time, the right coronary artery (rca) was perfectly fine. The second time a long dissection occured, which needed to be stented. The rca was reported to have a minor lesion in the proximal vessel. The procedure was elective. The dissection was a type d and was flow-limiting. The rca ostium was not deep-throated with the catheter. The patient was symptomatic as a result of the dissection. Nitroglycerin was administered. The flow post-procedure after stent implantation was timi 3. The patient was reported to be in stable condition post-procedure. Ivus was not performed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Procedural films were said to be available. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15954229 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Cc updated to include independent physician film review: the report received indicated that upon second injection of contrast into the right coronary artery (rca) with a 5 fr. 100 cm. Tempo aqua jr4 diagnostic catheter, a long dissection occurred, which required stenting. The rca was reported to have a minor lesion in the proximal vessel. The procedure was elective. With the first injection of contrast, the right coronary artery (rca) was noted to be perfectly fine. The dissection was a type d and was flow-limiting. The rca ostium was not deep-throated with the catheter. The patient was symptomatic as a result of the dissection. Nitroglycerin was administered. The flow post-procedure after stent implantation was timi 3. The patient was reported to be in stable condition post-procedure. Ivus was not performed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional procedural details are available. Procedural films were received and forwarded for independent review. The review noted ¿the case referred, (B)(4) contained a single cd rom and a brief narrative description. The patient underwent a diagnostic angiogram in the left coronary which revealed non-obstructive coronary disease was uneventfully visualized. However, after the second injection into the right coronary using a 5 french tempo aqua jr4, an extensive dissection which was flow limiting was identified. A complex intervention and stenting of the right coronary artery was performed. Two wires were passed, one wire positioned in the rv marginal branch where there appeared to be a small micro-perforation noted. Gradually a grade 3 timi flow was restored into the major vessel. However, at the site of the rv marginal branch there appeared to be a micro-perforation. There was no significant lesion of the right coronary other than mild obstructed atherosclerotic changes. On the angiogram it does appear that the 5 french catheter was well seated in the right coronary with the injection and at the end of the injection it was seen to be ejected from the origin of the vessel. A second injection revealed same findings where the catheter was popping in and out of the proximal, right coronary artery and angled to the superior portion of this vessel where I suspect trauma from the tip of the catheter led to the extensive dissection. There were no anatomical features of this vessel specifically no extreme tortuosity, there was no heavy calcification nor was there significant angulation or aorto-ostial disease. I do believe that the complication occurred not as a result of any defect in the device. I do believe that the dissection was related to catheter tip trauma secondary to a freely moving catheter at the proximal most portion of the right coronary artery which was seen to be entering and exiting the ostium during injection. The incidental perforation was noted in the small rv marginal branch which did not appear to lead to a significant problem. In summary, operational technique led to the complication.¿ the product was returned for analysis. A non sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis coiled in a plastic bag. Per visual analysis, no anomalies observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel dissection is a known procedural complication and an inherent risk of this type of procedure and does not represent device malfunction. Vessel characteristics and/or procedural factors (such as deep seating of the guide catheter into the ostium of the vessel) may contribute to dissection. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. No anomalies were observed in the returned device. Neither the film review, analysis nor the DHR suggest that the reported coronary artery dissection could be related to the design and manufacturing process of the device; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the event date was updated to (B)(6) 2013. The report received indicated that upon second injection of contrast into the right coronary artery (rca) with a 5 fr. 100 cm. Tempo aqua jr4 diagnostic catheter, a long dissection occurred, which required stenting. The rca was reported to have a minor lesion in the proximal vessel. The procedure was elective. With the first injection of contrast, the right coronary artery (rca) was noted to be perfectly fine. The dissection was a type d and was flow-limiting. The rca ostium was not deep-throated with the catheter. The patient was symptomatic as a result of the dissection. Nitroglycerin was administered. The flow post-procedure after stent implantation was timi 3. The patient was reported to be in stable condition post-procedure. Ivus was not performed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. A non sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis coiled in a plastic bag. Per visual analysis, no anomalies observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel dissection is a known procedural complication and an inherent risk of this type of procedure and does not represent device malfunction. Vessel characteristics and/or procedural factors (such as deep seating of the guide catheter into the ostium of the vessel) may contribute to dissection. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. No anomalies were observed in the returned device. Neither the analysis nor the DHR suggest that the reported coronary artery dissection can be related to the design and manufacturing process of the device; therefore, no corrective or preventive actions will be taken at this time.